Manufacturer narrative:
The insulin pump was received with constant motor error alarm during rewind due to motor encoder out of phase. The insulin pump was unable to perform displacement test due to motor error alarm. The insulin pump was received with minor scratches on lcd window and cracked reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump was exposed to an MRI and is alarming motor error. Customer does not use the sensor feature. Customer stated that he rewinds and then it alarms motor error. The customer received a failed battery test, the customer changed the battery and the motor error alarm is recurring. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.